Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked from an unspecified location. This was observed during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.